Event description:
It was reported that the artificial urinary sphincter (aus) pump was explanted due to erosion. A new aus pump was implanted. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Device evaluation provided in: describe event or problem, evaluation result codes, evaluation conclusion codes.

Event description:
It was reported that the artificial urinary sphincter (aus) pump was explanted due to erosion. A new aus pump was implanted.